Manufacturer narrative:
See medwatch mw5085026. If information is provided in the future, a supplemental report will be issued. [Medwatch_mw5085026.pdf].

Event description:
Information was received from a consumer via the FDA regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for an unknown indication for use. On (B)(6) 2019, it was reported that a pump pocket fill occurred on (B)(6) 2019. The patient reportedly spent days in the ICU. No further complications were reported.